Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the distal rca. The lesion was 90% stenosed with little tortuosity and no calcification. Device was removed from packaging per IFU with no issues noted. Device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated once at nominal pressure. The resolute integrity drug-eluting stent experienced resistance during initial advancement down a pilot 50 interventional wire through a previously stented rca ostium in an attempt to treat a distal rca lesion. The previously deployed stent had 50% in stent restenosis. Upon meeting resistance at the rca ostium, the resolute integrity device was removed and the ostium of the rca was ballooned. When the device was going to be re-deployed damage to the distal delivery system and/or stent was noticed. A new resolute integrity was used to complete the procedure successfully. There was no patient injury reported. Evaluation summary: the hypotube kinked immediately distal to strain relief. The distal tip was flared. A strut on the 1st distal segment was raised and partially deformed. The remaining segments were intact.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation); patients condition affected effectiveness of device (90% stenosis); related to another drug/device (previously deployed stent). Conclusion: inherent risk of procedure ¿ (stent deformation); device failure/lack of effectiveness related to patient condition (90% stenosis); related to operational context (previously deployed stent). (B)(4).